Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using one bd vacutainer® sst¿ ii advance plus blood collection tubes, the customer noticed the gel was mixed in with the serum; it did not separate properly. There was no health impact or consequence reported.

Manufacturer narrative:
Investigation summary : bd had not received any samples for investigation. A total of 100 retained samples were visually inspected, and no gel defects were found. Complaints for sample quality were not under statistical control for the month of april 2025, additional testing was performed. Factors that may contribute to poor barrier separation were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue: there were no difficulties encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure mode (poor barrier separation) via clinical investigation because the defects were not evident in the testing of the complaint lot samples. All visual observations of both retention and control samples demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint is not confirmed with respect to poor barrier separation. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that while using one bd vacutainer® sst¿ ii advance plus blood collection tubes, the customer noticed the gel was mixed in with the serum; it did not separate properly. There was no health impact or consequence reported.